Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range (oor) shock impedance measurements it the right ventricular (rv) channel. It was also reported that this crt-d was not stable in the pocket as it was implanted in a vertical position. It is unknown at this time if the movement and/or vertical position of the device is contributing to the clinical observations. Data analysis was requested to boston scientific technical services (ts). At this time, the system remains in service. No additional adverse patient effects were reported. Additional information confirmed the patient was called for in office follow-up in order to evaluate the alert. At the emergent follow-up, all the tests about the lead were performed. All parameters were in-range. No noise recorded by the device. Shock impedance was measured several times and always around 100 ohms. It seems the oor issue is related to the pocket (soft tissue and different device position) and not related to the system. Ts provided recommendations.